Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose at time of incident: 450 mg/dl. Patient's current bg: 322 mg/dl. Customer states she has been having highs after she used her first infusion set as replacement for the recall and it was her understanding that what made the other ones to get recalled was a person could get too much insulin at the beginning. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results was failed. Repeated high pressure test and test results was failed . Advise the pump will need to be replaced. Advise to revert to back up plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump not received stuck in manufacturing mode. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Unit had scratched case, pillowing keypad overlay and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.